Event description:
The customer reported that the system would not turn on. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The connections of the collimator interface were cleaned and reseated. The system was tested and found to be working as intended and put back into service.